Event description:
Paramedics responded to a person, condition unknown. The device was called for to be used to provide a blood pressure reading for the pt. According to the reporter, when the nibp button was pressed, the device lost power and would not power back up. No adverse affects to the pt were reported as a result of the alleged malfunction.